Event description:
The patient stated "I woke up feeling just terrible, I was sent to the hospital, they checked the device out and stated that it wasn't working and that the lead had frayed and that I need to have it replaced." The follow-up that was obtained from the clinic indicated that the patient called the clinic and stated [patient] "had had a heart attack." A follow-up visit was scheduled, however the patient did not attend. Additional follow-up obtained from the hospital indicates that the patient's symptoms were related to a lead fracture. The lead and the device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.